Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization for low blood glucose. She stated that the event occurred the first evening that she wore the infusion set and sensor. The blood glucose reading was 20 mg/dl. She stated that she may have given herself too much insulin. Nothing further was reported.